Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture, explant of textured implant. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "rupture and exchange of textured breast implants due to the patient¿s concern with the product". Device remains implanted.

Manufacturer narrative:
The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: left side fluid was tested and had a positive result for alcl; pathology has not been received and the markers of cd30(+) and alk(-) have not been reported or confirmed.

Event description:
Healthcare professional reported left side fluid was tested and had a positive result for alcl; pathology has not been received and the markers of cd30(+) and alk(-) have not been reported or confirmed.

Event description:
Device has been explanted.